Manufacturer narrative:
The software was upgraded and tested at site. A medtronic rep was unable to replicate the issue and reported the results were accurate in navigation.

Event description:
A medtronic rep reported during a spine surgery, they were unable to acquire a navigate spin. The pendant is displaying a cycling red x and green check mark. The mvs can successfully verify the ip address of the stealthstation s7 in the dicom servers tab. They have green status in the set-up equipment tab in synergy spine 1.7. The o-arm tracker and pt reference frame are visible and have consistent green status. On the mvs, they rec'd a message after they were both ready and active (communication to the stealth) that stated "lost communication mvs update invalid." Surgeon discontinued use of the stealthstation to complete the surgery. There was no impact on the pt outcome.